Manufacturer narrative:
Device used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis the investigation has shown that the matrixrib is broken. The article was analysed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. The review of the production history revealed that this implant was manufactured in july 2011 according to the specifications. No manufacturing related issues were found. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances and it is possible that high applied mechanical forces caused this damage. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2011, a matrixrib plate was implanted after a rib resection. The plate fractured after the patient experienced strong coughing. The patient felt pain around the fractured area. After an x-ray, the surgeon identified the fractured plate. The plate was removed on (B)(6) 2013 during a revision surgery. The patient did not experience any immediate adverse effects. No new implant was used. This is report 1 of 1 for complaint # (B)(4).